Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.25 x 8 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent did not cross the lesion and was too damaged to be used as the stent struts were lifted. No complications were reported and the patient status was stable.